Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application crashed with a white screen during final implantable device testing and programming, after the leads has been connected to the device. The crash occurred after a test was completed. It was noted that after the crash, there was a loss of bluetooth connection and it was not possible to regain wireless telemetry with the device. No patient complications have been reported as a result of this event.